Event description:
Healthcare professional reported valve was removed after 13 years of implant. Echo done prior to surgery revealed the disc was stuck in the open position. Explant confirmed that pannus under the valve was the cause for the impingement.